Event description:
Subsequent to the initial report filing, the following additional information was provided. The area to be treated was the mid left anterior descending artery (lad) with 60 - 70% stenosis. No resistance was noted during advancement of the guide wires.

Event description:
It was reported that upon introducing the prowater guide wire into the vessel, it was noted under fluoroscopy that there was a slight separation at the mandril end. The guide wire was removed from the patient without issue. Another prowater guide wire was introduced into the anatomy and the same issue was noted. The second guide wire was also removed from the patient without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi (B)(4); however, abbott vascular distributes the device and is responsible for MDR reporting. The additional asahi prowater ptca guide wire mentioned in b5 is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information. Attachment: user facility medwatch report# (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation:it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.